Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the nurse was trying to remove the needle from the hub of the bd micro-fine plus¿ insulin pen needle when she was stuck due to the needle spinning. Event occurred after use. No medical intervention noted.